Manufacturer narrative:
(B)(4). The lot number provided was incorrect. A lot number is not available for this report, therefore, a batch review was not performed.

Event description:
A customer contacted baxter to report that the borders of the minicap had a damaged cap with noticable fissures. This problem was found before use on the patient. There was no patient injury reported for this issue.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. The picture of the sample was available for evaluation. According to picture of the sample, the reported problem was confirmed based on a crack noted on the cap. The assignable cause was identified as a molding issue during manufacturing. This issue will continue to be monitored through tracking and trending.